Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor pump stroke data error, two hardware low level failures, and other errors. The patient's blood glucose at the time of incident was 13.7 mmol/l. Several restarts of the device have only led to more alarms. The insulin pump will be returned due to the hardware low level failures and a replacement device will be shipped to the customer.

Manufacturer narrative:
After the battery installation, the pump gave an unexpected white flashing display, followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement tests or verify pump error 2, 19, 28, 63, 70 or 79 due to the display anomaly. The pump was received with minor scratches on the lcd window and case.